Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and the patient outcome of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection vancomycin, 500 mg and meropenem, 2 grams (frequencies and routes of administration were not reported). No further detail was provided regarding if dianeal therapy was ongoing. No additional information is available.